Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history records (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Event description:
A biomedical engineer reported that during several cataract procedures, occlusions occurred. The procedures were completed. The product samples were not retained. There was no known harm to the patients. Additional information was requested; however, none has been received to date.